Event description:
Customer states lancet will not retract and is exposed. No adverse event reported due to exposed lancet. The customer is aware of the malfunction and it should not cause or contribute to a serious injury or death. Replacement was sent.

Manufacturer narrative:
The suspect device is not being returned.